Manufacturer narrative:
The reported reader mcga193-g0116 and sensor (B)(4) have been returned and investigated. Visual inspection has been performed on the reader and sensor and no issues were observed. The sensor plug was properly seated. The reader powered on with button press, strip insertion and with the usb cable. The reader was de-cased and no issues were observed on the pcba (printed circuit board assembly). A power consumption test was performed and measured within specification. The sensor puck was de-cased and no damage was observed on the internal components of the sensor during visual inspection. Data was extracted using approved software. Sensor was found to be in state 5 (indicating normal termination). A power consumption test was performed on the sensor and was within specifications. The returned sensor battery was intact and no damage was observed. The sensor battery voltage is insufficient to produce an electric shock. Therefore, this complaint is not confirmed. No malfunction or product deficiency was identified. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports, while scanning their freestyle libre sensor with their freestyle libre reader, they received "electric shocks". There was no report of death, serious injury, or mistreatment associated with this event.